Manufacturer narrative:
The process of gathering information is ongoing. The results of the analysis will be provided to the follow-up report.

Event description:
Following the information reported, the power supply cable for the indigo module (intuitive drive assist) has caused a short circuit during adjusting citadel bed height. Sparking from the damaged power supply cable was visible. When the failure occurred, the patient was removed from the bed immediately and the bed was quarantined. No injury was reported.

Manufacturer narrative:
During a device inspection, an arjo technician confirmed the reported problem. The defective cable was replaced and the bed proper functionality was confirmed during testing. The investigation performed by the manufacturer revealed that the damage was caused by the inner wire deterioration due to stress applied during up and down movements of the bed. The instructions for use for the citadel bed (830-213) include the following warnings: ¿disconnect the bed from the mains wall outlet before starting any cleaning or maintenance activity.¿ ¿do not allow the mains plug or power supply cord to get wet when cleaning the bed.¿ as per the preventive maintenance section of the instructions for use for indigo (416260), the indigo cables should be examined for cuts, abrasions, kinks or other deterioration. When any malfunction is noticed, the device should be immediately withdrawn from the use until the service is performed. To sum up, the complaint was decided to be reportable due to the power supply cable malfunction resulted in sparks. This component was found to be damaged and from that perspective, the device did not meet performance specifications. The bed was in use with the patient for treatment when the malfunction was observed.

Manufacturer narrative:
The evaluation of the bed performed by arjo technician confirmed the problem of the damaged power supply cable. The results of the analysis will be provided upon conclusions of the investigation.